Manufacturer narrative:
Patient height reported as 170 centimeters. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017 a closed reposition and nailosteosynthesis at pertrochantal to subtrochantal femoral fracture situation was performed with proximal femoral nail anti-rotation (pfna) long. The patient reported no trauma, but the patient reported sudden pain since (B)(6) 2018 after long walking distance. On (B)(6) 2018 radiologic check was completed and it was detected that the nail fractured. Revision surgery was performed on (B)(6) 2018. Concomitant devices reported: pfna blade (part 02.027.034s, lot l575646, quantity 1); bolt (part 259.400s, lot l474042, quantity 1); bolt (part 259.440s, lot 9368232, quantity 1). This is report 1 of 1 for pc-(B)(4).

Event description:
It was reported patient suffered a fall on (B)(6), 2017. X-rays revealed a left pertrochantric and subtrochanteric femur fracture with multiple fragments lengthwise split trochanter region with a dorsal and a ventral fragment, as well as a dorsal shell. On (B)(6), 2017, patient underwent a closed reposition and nail osteosynthesis with the proximal femoral nail antirotation (pfna) nail long, pfna blade, and two (2) 4.9mm bolts. Patient reported sudden pain since (B)(6) 2018 after walking a long distance. A radiologic check on (B)(6), 2018 revealed the nail was fractured. Patient was returned to surgery on (B)(6), 2018 where all hardware was removed. Patient was revised to another nail and blade. Concomitant devices reported: pfna blade (part 02.027.034s, lot l575646, quantity 1); bolt (part 259.400s, lot l474042, quantity 1); bolt (part 259.440s, lot 9368232, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Event description and concomitant devices updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 02.027.227s, lot 8175491: manufacturing site: (B)(4). Release to warehouse date: december 06, 2012. Expiry date: november 01, 2022. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. The raw material certificate was reviewed and the used material was according to specifications for implants for surgery. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: during this investigation, the outer diameter was measured and fulfilled the specification according to the drawing. However, the citrus shape where the nail was broken, could not be measured. In addition, during the manufacturing process these features were inspected through the inspection sheet and the whole lot has passed its specifications. Therefore, the nail was manufactured according to its quality standards and any manufacturing issue can be excluded. The raw material certificate was checked and has fulfilled the specifications. Based on the investigation result this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant feature was measured and have fulfilled its specification as well as in the manufacturing documentation no issue was identified. Due to any manufacturing has been excluded; this complaint is not valid, therefore no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the devices were received by the manufacturer for investigation, it was noted two of the previously reported concomitant locking bolts were broken. It is unknown when those screws broke. Updated concomitant devices reported: pfna blade (part 02.027.034s, lot l575646, quantity 1). This is report 1 of 3 for (B)(4).